Event description:
It was reported that a hardware removal was required due to infection of the tibia. A (B)(6) male patient underwent revision on (B)(6) 2015 to remove all hardware due to late onset infection; however, the fracture heals without complication. There was no delay in the procedure and all hardware was removed: tibial nail and three locking screws. It was reported that the procedure was successfully completed. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials: (B)(6). Event date: unknown. Implant date unknown/not reported. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.